Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a check patient line on the homechoice (hc) machine during initial drain. The technical service representative (tsr) advised the hp to open the transfer set. The hp stated, he had drained a lot of fluid out of him and then realized he did not prime the patient line. The hp confirmed he then closed the patient line off. The tsr advised the hp to contact his peritoneal dialysis (pd) nurse to inform he may have pulled air in to him. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The patient clamped off the patient line once he realized he did not prime the set. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.